Event description:
It was reported that there may have been a dissection in the heavily calcified, mid left anterior descending (lad) coronary artery when the fielder xt guide wire was used. The doctor was not sure if the guide wire crossed the almost total occlusion in the lad. The possible dissection was distal to the proximal segment of the mid lad lesion. There was no further intervention performed and the procedure was aborted. Reportedly, it was difficult to tell if the fielder was in the vessel or if it was in the dissected lumen. This patient has a history of coronary artery bypass graft surgery and was re-admitted for chest pain. Intervention was attempted in the native lad. It was not possible to get a clear shot of the true lad due to the size of the pre-existing occlusion. The way the contrast appeared in the angiogram was questionable for a dissection. The lad had been closed off for awhile, so it was hard to tell if this was the cause of how the picture appeared. The patient was stable post procedure and later discharged from the hospital. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The analysis was performed by (B)(4): the device in question was discarded and was not returned for investigation. With the information provided, occurrence of the vessel dissection and the relation between the possible dissection and the guide wire could not be determined. The warnings section of the device instructions for use states: coronary artery dissection as one possible complication and adverse event. The device is manufactured by asahi intecc. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.